Event description:
Customer reported a cracked and shattered touchscreen that rendered the pump's touchscreen unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer to use multiple daily injections as a backup therapy.